Event description:
According to the reporter, prior to use of the device, it had a cuff inflation/deflation issue. The customer indicated that there was no patient involvement associated to this event.

Manufacturer narrative:
Evaluation summary: one sample was evaluated and the reported event was confirmed. The product is used in treatment. Product does not meet specification. The device history record review shows the product was released to specification. The investigation found cuff leakage but the sample was used. The investigation isolated the failure to the following: the most probable root cause is ¿cuff punctured/ ruptured during insertion/use¿ which is as a result of the cuff contact with a sharp/rough surface e.g. Teeth, utensils used during intubation. As stated in the ¿warnings/pre cautions¿ section of the product instructions for use ¿various bony anatomical structures (e.g. Teeth) within the intubation routes or any intubation tools with sharp surfaced present a treat to maintaining cuff integrity¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: UDI#. If information is provided in the future, a supplemental report will be issued.